Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within the specified range. No blank display was noted.

Event description:
Customer called stating he received a battery alarm on his insulin pump. He changed the battery and it worked fine until the device gave a low battery alarm. Now the device won't turn on. The possible causes of blank displays were explained to customer. Customer tried using a different battery cap from another insulin pump, but the screen is still blank. He is using energizer batteries. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Customer's blood glucose level was 132 mg/dl. Nothing further reported.